Event description:
It was reported that the patient was admitted to the hospital due to a patient alert for lead integrity sounding. A possible lead fracture was suspected. The lead was capped and a new lead was implanted. No patient complications were reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).